Event description:
Info received indicates the bed has no head down function electrically or by using the CPR function. Head section is stuck in the raised position.

Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.